Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: pain, swelling, enlargement, shock, anxiety, depression, emotional trauma, fatigue, insomnia, loss of cognitive ability, chronic pain, and disfigurement, alcl.

Event description:
Patient representative reported that patient was diagnosed with alcl and presented with swelling, pain and "enlargement" of breasts. Representative also reported hock, anxiety, depression, emotional trauma, fatigue, insomnia, loss of cognitive ability, chronic pain, and disfigurement. Pathology and diagnostic tests were not provided. This is for right side. The device has been explanted.

Event description:
Un-reporting since it is a non-alcl duplicate file.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5

Manufacturer narrative:
Clarification to h10 related report numbers: it has been identified that this record, mrn 9617229-2021-16658, is a duplicate of mrn 9617229-2019-00263. Please see mrn 9617229-2019-00263 for reportable events. This record was identified as a duplicate due to additional information received confirming identical patient identifiers.

Event description:
Patient representative reported that patient was diagnosed with alcl and presented with swelling, pain and "enlargement" of breasts. Representative also reported hock, anxiety, depression, emotional trauma, fatigue, insomnia, loss of cognitive ability, chronic pain, and disfigurement. Pathology and diagnostic tests were not provided. This is for right side. The device has been explanted. It has been identified that this record, mrn 9617229-2021-16658, is a duplicate of mrn 9617229-2019-00263. Please see mrn 9617229-2019-00263 for reportable events.